Event description:
It was reported that the patient received inappropriate shock. The implantable cardioverter defibrillator misdiagnosed supra ventricular tachycardia for ventricular tachycardia and shocked the patient. The device was reprogrammed. No further information is available.